Event description:
User called into emergency support program line to request and report issue during use cardiosave intra aortic balloon pump (iabp) had gas loss alarm occurred. There was no harm or injury reported.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h11. Corrected fields - h6 (type of investigation, component codes), e1 (event site telephone).

Manufacturer narrative:
Due to character limitation, below field are added from e.1.: event site name: (B)(6). Alarm occurred. They declared no blood in the helium tubing and all connections are secure.they stated there is too much tubing for the flush line attached to the inner lumen. They verifies there is a stopcock and 2 pieces of tubing. Esp personnel advise that is the amount that comes in our catheter kits.